Manufacturer narrative:
A software investigation was unable to determine probable cause without further information since the behavior could not be replicated following passing work order and the patient archive was not available. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that a manufacturing representative (rep) had gone to the site to try and recreate the inaccuracy but could not. It was noted that when using certain instruments, such as the suction, tipping the instrument (medially or laterally) would make it seem off, but when a pointer instrument was brought in it would show as correct. The site proceeded with navigation and it was noted that the issue was generally caused by funky anatomy which was confirmed with the physicians.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than 1 hour. It was reported that the site was consistently 3mm inaccurate with every instrument, except the registration probe. They performed a registration, checked their accuracy and was accurate, moved to navigate, and was 3mm off with every other instrument, including the tip-tracked malleable suction. The surgeon chose another axial scan and re-registered, and the behavior repeated. The surgeon decided to proceed with the case accounting for the inaccuracy.

Manufacturer narrative:
The medtronic representative reported that the reported issue could not be replicated during the system checkout. If information is provided in the future, a supplemental report will be issued.